Event description:
It was reported that during an aneurysm treatment procedure the pipeline stent failed to expand properly, experienced jamming during deployment, and showed structural deformation. These issues obstructed surgical operations and significantly prolonged the procedure time. The patient was being treated for an unruptured saccular aneurysm located at the left c6 segment, with a maximum diameter of 6 mm and a neck diameter of 4 mm. Vessel tortuosity was minimal, and the access vessel was the femoral artery with a diameter of 10 mm. The landing zone was 3.5mm distal and 4.2mm proximal. Dual antiplatelet therapy was administered, and platelet reactivity was within the target range. Despite repeated attempts, the stent could not be deployed as intended. A replacement pipeline was implanted successfully to complete the procedure. The patient remained stable postoperatively with no abnormal reactions observed during close monitoring. Additionally, a catheter bending defect was detected and the catheter was replaced. No patient complications have been reported as a result of this event. Angiography post-procedure showed unobstructed blood flow but significant contrast retention. The devices were prepared according to the instructions for use (IFU). It was noted that the catheter was not flushed as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229551586); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4), item:10,lotno:b707020: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex device was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or molded voids were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section as the pipeline flex middle section was found to be fully opened and no damage. In addition, based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect was found with pushwire and phenom 27 catheter. No resistance was observed during testing. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the distal section of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the pipeline observed. The middle of the pipeline did not open. It was placed in a vessel bend when it failed to open. Resheathing was done to in an attempt to open the pipeline.